Event description:
Couldn't do as much walking as usual and was worse after than before [walking difficulty] ([condition worsened]), stiffness (right knee) [stiff knees], swelling (right knee) [injection site joint swelling]. Case narrative: initial information was received on 16-sep-2022 regarding a solicited valid serious case from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: unknown; country: canada this case involves a 63 years old female patient who couldn't do as much walking as usual and was worse after than before, stiffness (right knee) and swelling (right knee) after being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment(s), vaccination(s) and family history were not provided. The patient had no medical history, concomitant disease or risk factor. On (B)(6) 2022, the patient received hylan g-f 20, sodium hyaluronate injection in her right knee at dose of 2 ml x3 (lot - arsl015a; expiry date, and route: unknown) for osteoarthritis of knees and a tear (unspecified in knee). In 2022, the patient developed a non-serious event of couldn't do as much walking as usual and was worse after than before (gait disturbance, condition aggravated) (unknown latency) in 2022 the patient developed stiffness (right knee) (joint stiffness), swelling event of (right knee) (injection site joint swelling) (unknown latency).patient returned a sanofi reminder call and mentioned that the last two times she had injections she had problems for about a month after. She had stiffness, swelling, couldn't do as much walking as usual and was worse after than before. The last two injections were in (B)(6)2021 and (B)(6) 2022. Patient receives synvisc-one injections in her right knee for osteoarthritis and a tear. The last two injections we have on file is a synvisc-one injection on (B)(6) 2021 and a synvisc injection on (B)(6) 2022. Adverse event reported did not relate to pre-existing patients condition. Adverse event reported resulted in: rx for symptoms with ice and rest medical management: acetaminophen with codeine outcome resolved: 3 weeks post injection. It is unknown if the patient experienced any additional symptoms/events. It is unknown if there were lab data/results available. Action taken: not applicable for all the events. It was reported that patient received acetaminophen with codeine with ice and rest as a corrective treatment for the events (stiffness (right knee), swelling (right knee), couldn't do as much walking as usual and was worse after than before, condition worsened). Outcome: recovered for all the events. Reporter causality: not reported for all the events. Company causality: reportable for all the events. Seriousness criteria: disability for gait disturbance. Additional information was received on 27-sep-2022 from other healthcare professional. Based on the information received the case has became medically confirmed. Outcome of the events was updated to recovered. Clinical course was updated and text amended accordingly. Based on the information previously received, the case was updated to serious as disability was marked for gait disturbance.

Event description:
Couldn't do as much walking as usual and was worse after than before [walking difficulty] ([condition worsened]) stiffness (right knee) [stiff knees] swelling (right knee) [injection site joint swelling] case narrative: this case is cross linked with case: (B)(4)(multiple device used by the same patient) initial information was received on 16-sep-2022 regarding a solicited valid serious case from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada this case involves a 63 years old female patient who couldn't do as much walking as usual and was worse after than before, stiffness (right knee) and swelling (right knee) after being treated with hylan g-f 20, sodium hyaluronate [synvisc one] . The patient's past medical treatment(s), vaccination(s) and family history were not provided. The patient had no medical history, concomitant disease or risk factor. On (B)(6) 2022, the patient received hylan g-f 20, sodium hyaluronate injection liquid solution (48 mg/6ml) in her right knee at dose of 2 ml x3 (lot - arsp015a; expiry date: 30-apr-2025, and route: unknown) for osteoarthritis of knees and a tear (unspecified in knee). In 2022, the patient developed a non-serious event of couldn't do as much walking as usual and was worse after than before (gait disturbance, condition aggravated) (unknown latency) in 2022 the patient developed stiffness (right knee) (joint stiffness), swelling event of (right knee) (injection site joint swelling) (unknown latency). Patient returned a sanofi reminder call and mentioned that the last two times she had injections she had problems for about a month after. She had stiffness, swelling, couldn't do as much walking as usual and was worse after than before. The last two injections were in oct-2021 and apr-2022. Patient receives synvisc-one injections in her right knee for osteoarthritis and a tear. The last two injections we have on file is a synvisc-one injection on friday, 01-oct-2021 and a synvisc injection on friday, 01-apr-2022. Adverse event reported did not relate to pre-existing patients condition. Adverse event reported resulted in: rx for symptoms with ice and rest medical management: acetaminophen with codeine outcome resolved: 3 weeks post injection. It is unknown if the patient experienced any additional symptoms/events. It is unknown if there were lab data/results available. Action taken: not applicable for all the events it was reported that patient received acetaminophen with codeine with ice and rest as a corrective treatment for the events (stiffness (right knee), swelling (right knee), couldn't do as much walking as usual and was worse after than before, condition worsened). Outcome: recovered for all the events a product technical compliant (ptc) was initiated for synvisc one (lot - arsp015a) on 16-sep-2022 with global ptc number 100262350. The sample was not received, and ptc stated: batch # arsp015a, synvisc was manufactured on 15-may-2020 with expiration date of 30-apr-2025 packaging (B)(4) kits (3 syringes per kit). The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. There were no in-process issues noted during the manufacturing/packaging process. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process as per rdg-sop-000055.customer sample was not available for evaluation.sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without product lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis as per rdgsop- 000440 to determine if a CAPA was required. Trend analysis: this is the 2nd complaint for arsp015a, there are no complaints to date for mother lot arsp015 or sub-batch arsp015b. Based on investigation and trend analysis, no CAPA required. Investigation was delayed as incorrect batch was given. Case was updated with correct batch number on 25-oct-2022. The final investigation was completed on 31-oct-2022 with summarized conclusion as no assessment possible. Reporter causality: not reported for all the events company causality: reportable for all the events seriousness criteria: disability for gait disturbance additional information was received on 27-sep-2022 from other healthcare professional. Based on the information received the case became medically confirmed. Outcome of the events was updated to recovered. Clinical course was updated, and text amended accordingly. Based on the information previously received, the case was updated to serious as disability was marked for gait disturbance. Based on the information previously received, the reporter causality was updated to reportable from not reportable. Text amended accordingly. Additional information was received on 25-oct-2022 from quality department. Batch number was updated from arsl015a to arsp015a. Gptc number and strength was added. Additional information was received on 31-oct-2022 from the quality department. Ptc details were added.

Event description:
Couldn't do as much walking as usual and was worse after than before [walking difficulty] ([condition worsened]). Stiffness (right knee) [stiff knees]. Swelling (right knee) [injection site joint swelling]. Case narrative: this case is cross linked with case: (B)(4) (multiple device, same patient). Initial information was received on 16-sep-2022 regarding a solicited valid serious case from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: unknown; country: canada. This case involves a 63 years old female patient who couldn't do as much walking as usual and was worse after than before, stiffness (right knee) and swelling (right knee) after being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment(s), vaccination(s) and family history were not provided. The patient had no medical history, concomitant disease or risk factor. On (B)(6)2022, the patient received hylan g-f 20, sodium hyaluronate injection liquid solution (16 mg/2ml) in her right knee at dose of 2 ml x3 (lot - arsp015a; expiry date, and route: unknown) for osteoarthritis of knees and a tear (unspecified in knee). In 2022, the patient developed a non-serious event of couldn't do as much walking as usual and was worse after than before (gait disturbance, condition aggravated) (unknown latency). In 2022 the patient developed stiffness (right knee) (joint stiffness), swelling event of (right knee) (injection site joint swelling) (unknown latency). Patient returned a sanofi reminder call and mentioned that the last two times she had injections she had problems for about a month after. She had stiffness, swelling, couldn't do as much walking as usual and was worse after than before. The last two injections were in (B)(6)2022. Patient receives synvisc-one injections in her right knee for osteoarthritis and a tear. The last two injections we have on file is a synvisc-one injection on friday, (B)(6) 2021 and a synvisc injection on friday, (B)(6) 2022. Adverse event reported did not relate to pre-existing patients condition. Adverse event reported resulted in: rx for symptoms with ice and rest medical management: acetaminophen with codeine outcome resolved: 3 weeks post injection. It is unknown if the patient experienced any additional symptoms/events. It is unknown if there were lab data/results available. Action taken: not applicable for all the events. It was reported that patient received acetaminophen with codeine with ice and rest as a corrective treatment for the events (stiffness (right knee), swelling (right knee), couldn't do as much walking as usual and was worse after than before, condition worsened). Outcome: recovered for all the events. Reporter causality: not reported for all the events. Company causality: reportable for all the events. Seriousness criteria: disability for gait disturbance. A product technical compliant (ptc) was initiated for synvisc (lot - arsp015a) on (B)(6) 2022 with global ptc number (B)(4). Sample was not available, and ptc was set in process. Additional information was received on 27-sep-2022 from other healthcare professional. Based on the information received the case became medically confirmed. Outcome of the events was updated to recovered. Clinical course was updated, and text amended accordingly. Based on the information previously received, the case was updated to serious as disability was marked for gait disturbance. Based on the information previously received, the reporter causality was updated to reportable from not reportable. Text amended accordingly. Additional information was received on 25-oct-2022 from quality department. Batch number was updated from arsl015a to arsp015a. Gptc number and strength was added.

Manufacturer narrative:
Sanofi company comment for follow up dated 25-oct-2022: follow up information received does not change prior case assessment. This case involves a 63 years old female patient who developed gait disturbance, while on therapy with hylan g-f 20, sodium hyaluronate [synvisc]. Based on the limited information provided, the causal role of company drug to cause the event cannot be excluded but further information regarding past and concomitant medication, therapy details, any family history and any relevant medical history of patient, any concurrent conditions would aid in better case assessment.

Manufacturer narrative:
Sanofi company comment dated 12-oct-2022: this case involves a 63 years old female patient who developed gait disturbance, while on therapy with hylan g-f 20, sodium hyaluronate [synvisc]. Based on the limited information provided, the causal role of company drug to cause the event cannot be excluded but lack of information regarding past and concomitant medication, therapy details, any family history and any relevant medical history of patient, any concurrent conditions precludes comprehensive case assessment.

Event description:
Couldn't do as much walking as usual and was worse after than before [walking difficulty] ([condition worsened]) stiffness (right knee) [stiff knees] swelling (right knee) [injection site joint swelling]. Case narrative: this case is cross linked with case: (B)(4) (multiple device, same patient). Initial information was received on 16-sep-2022 regarding a solicited valid serious case from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: unknown; country: (B)(6). This case involves a 63 years old female patient who couldn't do as much walking as usual and was worse after than before, stiffness (right knee) and swelling (right knee) after being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment(s), vaccination(s) and family history were not provided. The patient had no medical history, concomitant disease or risk factor. On (B)(6) 2022, the patient received hylan g-f 20, sodium hyaluronate injection in her right knee at dose of 2 ml x3 (lot - arsl015a; expiry date, and route: unknown) for osteoarthritis of knees and a tear (unspecified in knee). In 2022, the patient developed a non-serious event of couldn't do as much walking as usual and was worse after than before (gait disturbance, condition aggravated) (unknown latency). In 2022 the patient developed stiffness (right knee) (joint stiffness), swelling event of (right knee) (injection site joint swelling) (unknown latency). Patient returned a sanofi reminder call and mentioned that the last two times she had injections she had problems for about a month after. She had stiffness, swelling, couldn't do as much walking as usual and was worse after than before. The last two injections were in (B)(6) 2021 and (B)(6) 2022. Patient receives synvisc-one injections in her right knee for osteoarthritis and a tear. The last two injections we have on file is a synvisc-one injection on friday, (B)(6) 2021 and a synvisc injection on friday, (B)(6) 2022. Adverse event reported did not relate to pre-existing patients condition. Adverse event reported resulted in: rx for symptoms with ice and rest medical management: acetaminophen with codeine outcome resolved: 3 weeks post injection. It is unknown if the patient experienced any additional symptoms/events. It is unknown if there were lab data/results available. Action taken: not applicable for all the events. It was reported that patient received acetaminophen with codeine with ice and rest as a corrective treatment for the events (stiffness (right knee), swelling (right knee), couldn't do as much walking as usual and was worse after than before, condition worsened). Outcome: recovered for all the events. Reporter causality: not reported for all the events. Company causality: reportable for all the events. Seriousness criteria: disability for gait disturbance. Additional information was received on 27-sep-2022 from other healthcare professional. Based on the information received the case has became medically confirmed. Outcome of the events was updated to recovered. Clinical course was updated and text amended accordingly. Based on the information previously received, the case was updated to serious as disability was marked for gait disturbance. Based on the information previously received, the reporter causality was updated to reportable from not reportable. Text amended accordingly.